Event description:
It was reported that the pump was not working in an arctic sun device. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, the device was experiencing a pump failure and gets stuck while filling the water. The device was coming for external evaluation to bd approved facility because the issue could not resolve at customer site. The issue would unresolved till the unit not received in bd approved facility.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was not working in an arctic sun device. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, the device was experiencing a pump failure and gets stuck while filling the water. The device was coming for external evaluation to bd approved facility because the issue could not resolve at customer site. The issue would unresolved till the unit not received in bd approved facility.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, the device was experiencing a pump failure and gets stuck while filling the water. The device was coming for external evaluation to bd approved facility because the issue could not resolve at customer site. The issue would unresolved till the unit not received in bd approved facility. Investigation will be updated if additional information is received. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.